Event description:
During a patient event, it was reported that the medics were unable to connect the electrodes to the device due to a misaligned pin. The patient was a (B)(6) male with ventricular fibrillation ECG rhythm. The responders utilized a second set of electrodes to successfully connect to the defibrillator and shock the patient twice. The patient had a return of spontaneous circulation and was transported to the hospital. There were no adverse effects to the patient reported as a result of the reported issue. There were no further details on the patient and/or the event provided.

Manufacturer narrative:
Physio-control evaluated the returned electrodes and verified the reported pin misalignment. The failed electrodes were forwarded to the supplier for further analysis. The manufacturer verified the reported failure and conducted an in depth investigation on the issue. The supplier duplicated the bent pin but found it extremely difficult to recreate and considered them to have a very low potential occurrence rate. Furthermore, the manufacturing process last step includes a 100% visual inspection requirement prior to packaging the product. The most likely cause of the bent pin was determined to be manufacturing steps that might have created the observed discrepancy. As an immediate corrective action, the manufacturer implemented awareness training for the qa and manufacturing personnel associated with the production line; provided additional training for associates involved in the last step of the process and resolved some discrepancies that were identified during the investigation. The supplier has opened a formal CAPA (corrective and preventive action) to document the investigation results and ensure that corrective actions are implemented and they are effective.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.